Event description:
It was reported that the patient was admitted to the hospital for disease progression. The patient had not been using intrathecal lioresal for a while, the pump was filled and running at minimum rate. The report indicated that the patient's oral baclofen was stopped so the pump was turned on. The patient experienced withdrawal, increased creatinine kinase levels and complex rhabdomyolysis. The pump was used to delivery lioresal (dose and concentration not reported). Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.